Manufacturer narrative:
The reported malfunction has already been captured under MFR report #: 3003916417-2020-00294. This MDR can therefore be disregarded.

Event description:
It was reported that an unspecified number of syringes plastipak 20ml ll s/su experienced broken/damaged plunger rods during use. The following information was provided by the initial reporter: identified syringe with broken plunger bd plastipak l.:0078963 fab: 04/2020.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that an unspecified number of syringes plastipak 20ml ll s/su experienced broken/damaged plunger rods during use. The following information was provided by the initial reporter: identified syringe with broken plunger bd plastipak (B)(4).